Event description:
Fire dept personnel responded to a pt, condition unk. Allegedly during an attempt at charging the device to administer a countershock, the defibrillator would not charge past 20 joules, although higher energy levels were selected. A back up automatic advisory defibrillator was obtained, after a delay of several minutes and used to continue treatment to the pt. The pt was transported to the hospital where he expired some time later.